Manufacturer narrative:
The device was received fully deployed with an expected number of pulses delivered during priming. The needle mechanism was manually reset and deployed as intended. No damages or defects were observed that would contribute to the needle deploying late. The exact timing of needle deployment could not be determined, therefore the exact cause of the reported late needle deployment could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while wearing a pod for less than an hour the needle mechanism had failed to deploy. In addition upon removal of the pod the needle mechanism had deployed late.